Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c8000 analyzer generated a decreased sodium result of 117 mmol/l. The sample was repeated and a result of 140 mmol/l was generated. The initial result was not reported. There was no impact to patient management.

Manufacturer narrative:
The customer reported a single discrepant low sodium (na) result was generated by the architect c8000 analyzer. The customer checked the ict tubing, ict probe and positioning and found no issues. The sample was retested and a value of 140 mmol/l was generated. The issue appeared to be resolved. There were no subsequent discrepant low results generated. No further ict related issues have been reported. A singular specific cause for the discrepant low na result was not identified. A probable cause that could not be ruled out is the sample integrity of the sample. Customer complaint data was reviewed and no adverse trends were identified. The architect c8000 system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.